Event description:
The part would not capture the needle through the tissue. Device worked 2 out of 7 times. The surgery was significantly delayed. No adverse consequences were reported with the pt. This device is used for treatment.